Manufacturer narrative:
At this time the lead remains in service and will be reviewed at a later date. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated and an ameded report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this device was noted to be in unipolar mode as a lead safety switch had occurred due to high out of range impedance measurements greater than 2,500 ohms on the right atrial (ra) lead. In addition, it was noted that when the lead was reprogrammed the lead revealed high thresholds, noise and no capture. Insulation damage or a lead fracture was suspected. The lead was then reprogrammed and the patient will be followed up at a later date for review of the lead. No adverse patient effects were reported.